Event description:
It was reported that there was a pump problem, hcp stated that pt felt tugging and heat near his device while he was in the scanner. A motor stall and motor stall recovery were recorded in the event logs. The motor stall was caused by pt having an MRI. Pt complained of pump heating and "pump pulsating in the pump" so the MRI was stopped. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).